Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air/water nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we could not identify what the foreign material was from the information obtained. We confirmed that there was rubber-like foreign material in the nozzle. Component analysis using ir and edx revealed characteristic elements and peaks similar to silicone rubber. The rubber material may be a chipped piece of rubber used in endotherapy accessories (packing for air/water valve, tube used during cleaning, and tube for water supply tank), but as its origin varies widely, it could not be identified. Since no deviation from IFU was confirmed, we could not specify the cause of the foreign material remaining. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.